Event description:
Additional information was received from a healthcare professional. The cause of the inability to aspirate was not determined.

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid 25 mg/ml at 6.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the patient had a CT with and without contrast scan on (B)(6) 2016. The patient reported that the catheter is broken and is no longer delivering medication into the epidural space of the spine. The patient reported that their doctor does not believe the issue and thought the CT may not have seen part of the catheter. The patient has been in withdrawal, sick as a dog for 2 weeks. After a pump refill, the patient felt like they were having contractions or kidney stone like pain. The patient experienced tremendous amount of pain, cannot bend, vomiting, 102 degree fever, diarrhea, legs go out from under them, pins and needles pain all over the body, feels on fire, having hot/cold pouring sweat, chills and feels numb. Sometimes the patient will move or change positions and all the symptoms will stop. The patient inquired if a CT scan will show a broken catheter. The event date was indicated as (B)(6) 2016. The patient had an appointment scheduled for (B)(6) 2016. The situation was being addressed by a healthcare professional. It was noted that the patient's pump was recalled. The patient's healthcare professional did not mention the recall to the patient. Additional information was received from a healthcare professional. The patient thinks the catheter is not working right. The patient thought they were in withdrawal. The patient fell off a horse a few months prior to report and broke some ribs, but they did not associate current condition with the fall. The patient went to the emergency room (ER) over the weekend ((B)(6)). The patient was told at the ER that they did film and the technician thought there was a discontinuity of the catheter. The event date was later reported to be unknown. The issues started at least a few months ago, but it could be longer. The pump was not alarming. Additional information was received from a healthcare professional via a company representative. The healthcare professional is replacing the entire system. The healthcare professional attempted a dye study, but was unable to aspirate the catheter. Because the pump is half way through its life, the doctor is replacing the pump as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.